Manufacturer narrative:
(B)(4). The customer reported 12-lead ECG signal loss. There was no report of pt impact. Philips evaluated the device and confirmed that only waveform lead I displayed. The issue was resolved by replacing the leads ECG trunk cable.

Event description:
The customer reported 12-lead ECG signal loss.